Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level, as readings remained within the normal range. Technical support instructed the caller to ensure the pump was unplugged and offered guidance on pressing the button correctly. Despite these efforts, the button remained difficult to use. Consequently, technical support decided to replace the pump, which was under warranty, and confirmed the shipping details. The caller was advised to use mdi as backup therapy and instructed on how to store the pump before returning it within ten days using a pre-paid shipping label, which the caller acknowledged.